Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited low out-of-range (oor) pacing lead impedance measurements of less than 200 ohms along with oversensing that did not lead in pacing inhibition in greater than two seconds of asystole. Additional information was obtained indicating that insulation damage was speculated. The source of these clinical observations was not determined. The ra lead was surgically capped and replaced. The pacemaker was explanted and replaced and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.